Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) events ranging between 40-60 mg/dl. Additionally, the customer alleged the basal software did not suspend insulin. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.